Manufacturer narrative:
The primary sample tube was rechecked, generating the following results: na result of 144 mmol/l, k result of 5.7 mmol/l and cl result of 103 mmol/l. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The sample was initially processed on a modular pre-analytics system, which generated an aliquot of the sample. The aliquot was used for initial testing on the cobas 8000 ise module. The erroneous initial results were reported outside of the laboratory. The physician questioned the results. The primary tube of the sample was poured into a tube that was used for repeat testing on (B)(6) 2018. The repeat results were believed to be correct. The sample initially resulted with a na value of 118 mmol/l, which repeated as 144 mmol/l. The sample initially resulted with a k value of 3.9 mmol/l, which repeated as 5.5 mmol/l. The sample initially resulted with a cl value of 85 mmol/l, which repeated as 105 mmol/l. The patient was not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He confirmed pump pressures, mixer adjustments, and nozzle adjustments. He checked probe alignments and rinse bath volume. He confirmed dilution vessel evacuation. He performed an ise check and values were very stable. He ran precision studies. Quality controls were monitored for 7 days after the event and there were no issues.